Manufacturer narrative:
.

Event description:
It was reported that the pt experienced seizures and was admitted to the intensive care unit of the hospital. The pump contained baclofen; the caller did not have access to a programmer at the time of the call, but planned to contact the managing hcp. A follow-up report will be sent if add'l info becomes available.